Manufacturer narrative:
(B)(4).

Event description:
It was reported that new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and passed. The allegation was confirmed. The probable cause could not be determined. In addition a transmitter failure alert was found in the logs on (B)(6) 2020 reported event of a new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.